Event description:
It was reported that a pt underwent a sling procedure in 2008. The following month, the pt was diagnosed with a urinary tract infection. The pt was successfully treated with cipro five hundred milligrams two times per day for five days.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.